Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, line a of the device was programmed to deliver an unspecified medication. Line b was programmed to deliver an unspecified concentration of dopamine, at a rate of 10 ml/hr, with a vtbi (volume to be infused) of 100 ml, for a duration of 10 hours, and the delivery was started. No further programming parameters were provided. It was reported that in less than 5 hours, the customer contact noted the device delivered more medication than intended. At that time, it was reported the nurse noted that the medication container was half empty and reportedly 50 ml had been delivered. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.